Event description:
Caller alleging discrepant low reading on inratio. On (B)(6): inratio: 2.7, lab: 6.8. Time between testing: one hour. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.